Manufacturer narrative:
Controller (B)(4) was returned for evaluation. No log file analysis was performed since any annotations in the log are unlikely to be related to communication issue with the monitor. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. The reported event could not be confirmed. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a u.s. Site that while programming controllers, (B)(4), would not properly connect with monitor. They were unable to "disable vad stop" until 3rd attempt. When that did occur, the controller would not accept additional inputs. The monitor stated "change failed." The controller was replaced with the backup controller. There was no consequence to the patient. No additional information is available.